Event description:
The patient's pump was reportedly infusing dilaudid and morphine (doses and concentrations unknown).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-feb-07. It was reported that the patient was diagnosed with a urinary tract infection (uti) on (B)(6) 2016, and the catheter surgery was not performed until the uti cleared up. When the patient was leaving the doctor's office on (B)(6) 2017, she lost consciousness and had a car accident due to a drug reaction. Because the catheter had migrated, the patient reported that morphine was being pumped into her body which reacted with the xanax, caused her to lose consciousness and have the car accident. The patient experienced no pain relief beginning in (B)(6) 2016. The pump was not alarming, and the patient had no falls or trauma at that time. The catheter was reportedly detached from the spine and had migrated. It was floating around in the patient's body. The patient's doctor found a pool or pocket of morphine in her back. The patient was given oral morphine, and was told that the detached catheter segment was embedded in her spine, and it could not be removed, otherwise it would kill or paralyze her. The patient reportedly experienced withdrawals or detoxing in (B)(6) 2016, and could not remember the saturday or sunday after the car accident. She was talking incoherently, slurring her words, and not making sense whatsoever. The patient went to the hospital and was given marcaine, and the symptoms were resolved. The patient reported that the back pain the pump was implanted for was gradually worsening due to the additional surgery to revise the catheter. The pain began to gradually get worse in (B)(6) 2016. The patient was to see a doctor on (B)(6) 2017 to increase pump dosing. The onset of the patient's symptoms was considered sudden. The patient wanted to know if there were any recalls on the pump because she was having problems with the pump. The patient then clarified that the pump was not the issue, the catheter migration was the issue. There was no recall on the catheter, and the patient's pump implant doctor was no longer working in the area.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient receiving therapy via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that a catheter revision occurred on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a manufacturer representative on 2017-jan-09. It was reported that the patient started experiencing the issues that led to the catheter revision in (B)(6) 2016. The patient experienced increased pain, nausea, and night sweats. The patient did not experience withdrawal symptoms requiring hospitalization. A dye study was performed on (B)(6) 2016, at which time the manufacturer representative became aware of the issue via a healthcare provider. The healthcare provider was unable to aspirate during the dye study. An MRI was performed as well. When the catheter was revised, the anchor was found, but the existing catheter had sheared off and was unable to be removed. The sheared off catheter was thought to be the cause of the issues. Following the revision, the issue was considered to be resolved. The patient's last visit was (B)(6) 2016, and the patient was undergoing pump titration. The patient's pain level was at a 4 during that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.